Event description:
It was reported to boston scientific corporation that a solyx single incision sling system was used during a sling placement procedure. The patient age was reported to be over 18 years. According to the complainant, when the physician attempted to place the first side of the sling within the patient's right obturator internus muscle, the mesh carrier would not release from the delivery device tip. It was reported that the physician had an unusual feel to the device when loading the mesh and when attempting to deploy it. The delivery device and the sling were removed from the patient and no part of the device detached within the patient. The procedure was completed with another solyx sling system with no complications and the patient's condition at the conclusion of the procedure was reported to be "fine."

Event description:
It was reported to boston scientific corporation that a solyx single incision sling system was used during a sling placement procedure. The patient age was reported to be over 18 years. According to the complainant, when the physician attempted to place the first side of the sling within the patient's right obturator internus muscle, the mesh carrier would not release from the delivery device tip. It was reported that the physician had an unusual feel to the device when loading the mesh and when attempting to deploy it. The delivery device and the sling were removed from the patient and no part of the device detached within the patient. The procedure was completed with another solyx sling system with no complications and the patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event. Visual analysis of the returned product revealed that one of the mesh carriers was separated from the mesh assembly. In addition, the carrier cover was missing from the separated carrier. Functional testing of the returned delivery device showed that it operated properly. It could not be verified that the delivery system would not release the carrier because the carrier was received without the carrier cover. The cause for this event could not be determined.